Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2020. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 7070251.

Event description:
It was reported that the patient experienced muscle spasms at the back and had pain whether the stimulation was on or off. It was also noted that the patient had difficulty aligning the ipg to the charger. X-ray was taken and showed that there was lead migration as well. The patient underwent an explant procedure wherein all device components were removed. The explanted devices were not returned as they were disposed by the medical facility.